Manufacturer narrative:
E1:patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced issue with is fusion set needle stuck on (B)(6) 2025. No further information was available.